Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had water behind screen and insulin pump screen was blank. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer reported there was fluid under the liquid crystal display. Customer stated they went to swimming and insulin pump exposed to fluid also had droplet of water in the screen. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.